Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. Pump was not returned for investigation. Data confirmed pump was in aortic area (about 8.25 hours into the case). About 2.75 hours later, pump was stopped manually & disconnected from the console. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely due to patient movement.

Event description:
The complainant reported that after a 63-year-old male patient was transported to another facility, the impella cp pulled back across the aortic valve. Therefore, the physician decided to remove the impella and continue full extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.